Manufacturer narrative:
Based on the product return, the following have been updated: model/lot #, device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, and additional MFR narrative. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the elevator broke in the patient's mouth. The broken piece was retrieved and the procedure was completed using another elevator. There was no surgical delay or patient injury.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches and abrasions along the length of the instrument and a fractured tip; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force. The instructions for use states, "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.